Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident_description b braun infusion pumps - continuous air in line' alarms despite following manufacturers instructions for priming tubing and programming pump. On visual inspection there is no air in the line and the pump software won't allow user to continue infusion. This has led to many incidents in delay of care for patients awaiting medications. Some of these medications have included inotropes/vasopressors for critically ill patients. Our regional management has acknowledged manufacturer issues for both the b braun pumps and the proprietary tubing. Both pumps and tubing have been recalled/reprogrammed and the 'bad' tubing was supposed to out of use by december however there are still issues where the pump is detecting air in line when there is none and then the pump won't infuse. This has occurred with multiple pumps at our hospital and when they are taken out of service and sent to clinical engineering they are returned with no resolution." No injury reported.